Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. The complaint was confirmed. The cause of the error message was due to the ECG cable being pulled out of the input protection board's connector. Further investigation identified extensive internal damage to the card cage assembly indicating an extreme amount of force occurred that resulted in the cage assembly's support legs to be bent and caused disconnection of cables. The amount of force cannot be contributed to normal handling or transportation shocks, therefore, the cause of the device failure is contributed to user handling. The card cage assembly and effected cables were replaced. Once all repairs were completed, the device passed all acceptance testing and returned to the customer.

Event description:
The customer stated that there was a lead fault message. New cables and leads were tried. The customer indicates that no patient death occurred under their care.